Manufacturer narrative:
Batch review performed on 26 august 2020: lot 1907397: (B)(4) items manufactured and released on 20-nov-2019. Expiration date: 2024-11-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional items involved in the event, batch review performed on 26 august 2020. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 1908987. Lot 1908987: (B)(4) items manufactured and released on 19-feb-2020. Expiration date: 2025-02-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 1907429. Lot 1907429: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Stem: amistem c 01.18.100 cemented lat stem size 0 (k103189) lot. 181666. Lot 181666: (B)(4) items manufactured and released on 19-jun-2018. Expiration date: 2023-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and revised with a competitor's system 16 days after primary. The surgery was completed successfully.